Event description:
Additional information: the patient's infection was a bacteremia and fungemia infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be conclusively determined through this evaluation. Additionally, a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on 12jan2021 which is reported under MFR # 2916596-2021-02116. Review of the device history records including sterilization and packaging documentation, showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection (driveline, localized, and pump pocket or pseudo pocket) and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. Section 6 also provides information regarding anticoagulation, including recommended inr values. This section also provides information regarding anticoagulation, including the recommended inr values. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted for infection on (B)(6) 2020. There was a reported gastrointestinal (gi) bleeding that was noted to be a rectal bleed caused by insertion of a rectal tube.